Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, yellow particles, wear abrasion and weight within specifications. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are capsular contracture, baker grade unknown, pain and discomfort, patient concern with the product, immune system has been low, and been sick longer.

Event description:
Patient reported "pain and discomfort." Healthcare professional reported capsular contracture, baker grade unknown on an unspecified side and patient concern with the product. Patient additionally reported "immune system has been low" and "been sick longer"; these events are not related to the device. Device remains implanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Additionally, healthcare professional reported and confirmed baker grade iii.